Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (monitor's belt receptacle damaged) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The monitor's electrode belt connector was broken free from the monitor enclosure, severing the pulse wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor's belt receptacle was damaged.